Manufacturer narrative:
.

Event description:
The manufacturer's representative reported the patient's pump and catheter were removed due to infection. The hcp cultured the device pocket when the pump was explanted, and no bacteria growth was detected. The patient is reportedly doing fine, and recovered without sequela. The hcp plans to re-implant in the future. The drug contained in the patient's pump is unknown. Additional information has been requested, but was not available at the time of this report.